Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 16 x 2.50 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The distal and midsection of the stent was stretched distally. The 6 most proximal stent struts appeared undamaged and correctly positioned. The undamaged proximal section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. After a guide wire crossed the lesion, pre-dilation was performed with 2.0x15mm and 2.5x20mm balloon catheters. A 16 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that some of the struts were deformed without insufflation. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. After a guide wire crossed the lesion, pre-dilation was performed with 2.0x15mm and 2.5x20mm balloon catheters. A 16 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that some of the struts were deformed without insufflation. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient's status was stable.